Event description:
It was reported that during the procedure, the balloon catheter was tested on the surgical table and after successful inflation, the balloon could not deflate, neither passively or using negative pressure. This balloon catheter was not used on the patient and another was successfully used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the catheter was returned and analyzed and the mechanical operation of the balloon catheter was occluded. It was noted that the visual summary analysis of the lead indicated damage at implant. (B)(4).